Event description:
During primary total knee surgery, the quick drill pin was used to place hp sizeron femur. When the pin was removed, it was discovered that 1/2" of the tip had broken off. The broken piece remains in the pt.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product lot info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported breakage based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received the investigation can be reopened.